Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer alleged that the reason for the occlusion was that they had not connected the infusion set tubing to the infusion set site. Tandem technical support educated customer that tubing being disconnected does not cause an occlusion alarm. Customer's blood glucose level was 270 mg/dl. Customer declined to further troubleshoot with tandem technical support.